Manufacturer narrative:
Concomitant medical products: 4965-25 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed rising to high thresholds along with rising to high impedance over the course of two months along with variations in the impedance measurements. The rv lead also showed oversensing. The rv lead was reprogrammed and remains in use. The right atrial (ra) lead showed oversensing of far field r-waves and undersensing of the p-waves. The lead was programmed off and remains implanted. Both the ra and rv leads will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.